Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. There was deformation on the tube sheath. But the deformation did not affect to the functionality. As the result of checking the manufacturing record of the same lot, there was nothing abnormal detected. The exact cause could not be conclusively determined. However, based on the similar cases in the past, the electric shock might be caused by using the subject device with the damaged tube, activating the subject device in setting exceeding its rating voltage, connecting the subject device to the electrosurgical unit while the electrosurgical unit was on, activating the subject device while coming in contact between the patient's skin surfaces and the subject device, activating the subject device while the patient's clothes were wet, or activating the subject device while coming in contact between metal parts of the operating table and the patient or metal parts of other units and the patient. The instruction manual of the subject device already states; before use, inspect the entire length of the snare tube for tears, cuts, peeling or other damage, and do not use the instrument if any irregularity is found. Using a damaged snare tube may cause mucous membrane damage, thermal injury to non-target tissue, burns to the patient, operator, or assistant and/or more severe instrument damage; do not use this instrument and a-cord at an output above the rated supply voltage as specified in the tables in section 8.2, "specifications". This could cause patient, operator or assistant injury, such as thermal injury. It could also damage the endoscope, instrument and/or a-cord; do not connect any equipment when the electrosurgical unit is on. Doing so may burn the operator or assistant; do not activate output if any of the patient's skin surfaces are touching each other (the bare arm and the side of the chest, for example). This could burn the patient; do not activate output if the patient's clothes are wet. This could burn the patient; do not activate output when the patient is in contact with metal parts of the operating table or other units. This could burn the patient, operator or assistant.

Event description:
It was informed that the user got an electric shock. The details of the procedure were unknown. The intended procedure was completed with the subject device. No patient injury was reported.